Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that there was no cutting of the vitrectomy probe with abnormal aspiration before vitrectomy surgery. The surgery was completed after replacing the product with another one. There was no patient harm.

Manufacturer narrative:
One opened probe was received, without a tip protector, in a pouch, for the report. The sample was visually inspected and found to be nonconforming with the probe needle bent, and the needle and inner cutter cracked. No functional testing could be performed due to needle/inner cutter bent/cracked condition. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. A photo was reviewed by the investigation site. The photo is not related to this record. The complaint evaluation was unable to confirm the reported aspiration and cut failures due to the needle/inner cutter bent/cracked condition. How and when the needle/inner cutter became bent/cracked cannot be determined from this evaluation; therefore, a root cause cannot be determined. Additional information provided in d.9., h.3., h.6. And h.11. The reported aspiration and cut failures were unable to be confirmed and an exact root cause for the needle/inner cutter bent/cracked condition could not be determined from this evaluation; therefore, no specific action with regard to this complaint was taken by the manufacturing site. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.